Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) ecc acquisition was not functioning. There was no injury reported.

Event description:
N/a.

Manufacturer narrative:
The additional reporter name is (B)(6). Updated fields: b4, e1 -initial reporter name, g1-contact person at mfg site, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. A getinge field service engineer (fse) evaluated the unit and was unable to replicate the customer's reported issue ECG acquisition not functioning. As a precautionary measure, the fse performed a full calibration, functional testing, and safety checks to factory specifications. The device is now ready to return to the customer and cleared for use.